Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that she received a no delivery alarm during priming. The customer stated that the alarm was resolved by an infusion set change. The customer was unable to troubleshoot during the time of call because her she changed her entire infusion set and everything worked fine. The customer will be sent replacement reservoir sets.